Event description:
It was reported the system displayed a precharge fail error message. This message will result in a no boot situation. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.